Event description:
This was a spontaneous report from a health professional via a sales representative and concerns a patient of unspecified age and sex from the united states: local case ID number (B)(4). The patient's height, weight and medical history were not reported . The patient was treated with evarrest fibrin sealant patch (batch unknown) initiated on (B)(6) 2017 for hemostasis during liver donor procedure. Concomitant medications were not reported. On (B)(6) 2017, the patient experienced lack of efficacy. It was reported by the sales representative that during a liver donor procedure, lasting twenty hours, the evarrest fibrin sealant patch didn't achieve hemostasis when applied to the patient. Up to 100 units of blood was transfused throughout the procedure and other hemostatic agents were used to achieve hemostasis. There were no patient consequences reported. The product was discarded and won't be returned. Action taken with evarrest fibrin sealant patch was not applicable the patient outcome was recovered for lack of efficacy. This report was serious (medically significant), and reportable/not reportable (malfunction). This case is linked to drug/device case (B)(4).

Event description:
Additional information was received from ethicon on 20-mar-2017. A pqc (product quality complaint) investigation was not performed because no lot number was provided.